Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Event description:
According to the reporter: during a hysterectomy, the device was toggled and easily removed from the tissue during the cuff attachment. It was noticed that the needle was no longer attached to the device. An x-ray was performed. The broken needle was seen on the x-ray but it was decided by the surgeon to leave the needle in the patient. The patient was discharged without further complications.